Event description:
The pt (B)(6) was implanted with a percutaneous lead for an scs trial. The day following implant, the pt reported having a headache that would not go away. Bed rest was ordered by the physician. Follow-up on this matter found that the pt's headache dissipated. The pt reported feeling slightly nauseated; however, that issue was later resolved with the help of an antiemetic. The trial continued without further incident.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.